Event description:
Hill-rom received a report from a hill-rom technician stating the head section would not lower when CPR lever was used. The bed was located at the hill-rom service center. There was no patient/ user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR valve was faulty. The technician replaced the CPR valve to resolve the issue. Based on this information, no further action is required.